Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be a failed speaker.the rear case which contains the speaker was replaced. Additional information: (B)(4) not audible alarm.

Event description:
It was reported that a spectrum pump had no audio during therapy in the labor and delivery care area(medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.